Event description:
It was reported that the device prioritizes morphology template updates electrograms (egms) over automatic mode switching (ams) egms. The patient had ams episode lasting over 3 hours, and the device failed to record an egm for this event. Programming change was made. No patient symptoms were reported.